Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user saw his ostomy nurse who recommended diflucan which the end user stated he took back in (B)(6) 2013. The ostomy nurse recommended applying nystatin powder to the area in the beginning of (B)(6) 2014. The ostomy nurse also recommended applying duoderm to the peristomal skin, applying his skin barrier on top of it and applying aloe vesta protective ointment to the dry flaky skin near the edges of the skin barrier. The end user stated, he has uses smith and nephew no sting protective barrier wipes and stomahesive paste to his peristomal skin. The end user also stated, he uses water or ivory soap to cleanse his skin, is currently applying nystatin powder to his reddened peristomal skin, applies aloe vesta protective ointment to the dry flaky skin and left his water off for eight (8) days. The end user went on to state the redness has improved since leaving the wafer off and had an appointment with this doctor on (B)(6) 2014. The end user stated that product lot number is not available. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on february 18, 2014.

Event description:
An end user noted redness under the entire mass which he stated starting to migrate towards his midline abdomen incision scare. The end user stated was experiencing itching from this area as well. The end user also stated he noted some bleeding from his peristomal skin, but it has since resolved.